Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call they were experienced hyperglycemia. Blood glucose value was 570 mg/dl. Customer reported that the insulin pump had multiple pump error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
Retainer ring = black . Insulin pump case: ngp. Customer returned insulin pump for an alleged insulin pump error , and high blood glucose found on (B)(6) 2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and active current test; however insulin pump did not pass sleep current test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump error was confirmed during self test. No expected insulin pump error , insulin pump error , or insulin pump error noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Confirmed insulin pump alarmed insulin pump error on (B)(6) 2022 00:01:30.000, insulin pump error on (B)(6) 2022 00:00:38.000, and insulin pump error on (B)(6) 2022 00:00:38.000. Insulin pump was cut open to perform visual inspection and found the power connector unplugged. After reconnecting the connector the insulin pump functioned properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for insulin pump error was not confirmed. Unable to confirm high blood glucose. Insulin pump error was confirmed due to unplugged connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.